Manufacturer narrative:
Initial reporter address 1: (B)(6). Intial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.